Manufacturer narrative:
The unit was placed on a system and was run in normal mode and c-54 error occurred on start-up. Then c-34 error occurred upon monopolar cut and bipolar coagulation function activation. The probable root cause is attributed to a defective generator due to low voltage issues on the erbe integrated electrosurgical unit (iesu) indicated by system faults such as c-34, c-54 and 25920.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse did reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm via system logs and reproduce the reported complaint during in-house testing. During visual inspection fa found the unit had no significant scratches or dents. The front bezel was in decent condition. The unit was placed on a system and was run in normal mode. Measurement value for power supply unit voltage too small while on was found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted component separation etep surgical procedure, the customer encountered a repeated error vio integrated electrosurgical generator unit (iesu). The intuitive surgical, inc. (Isi) technical service engineer (tse) confirmed the reported error in the system logs. The customer confirmed that there was nothing else connected to the iesu and power cycled it, but the issue remained. The customer continued the case; however, it is unknown if they abandon the iesu, used a third-party generator, or converted to another da vinci system to complete the procedure. The was no reported injury to the patient.